Manufacturer narrative:
Lead model 3889-28, lot# v819673, implanted: 2011 (B)(6), programmer model 3037, serial# (B)(4). (B)(4).

Event description:
The patient experienced a loss of therapeutic effect. Her stimulation was not working. The patient programmer needed its batteries replaced. Additional information has been requested.